Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the vacuum for the cap piercer waste was not activating. The fse repaired the analyzer and verified analyzer performance per established procedures.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for several analytes for one (1) patient sample on a unicel dxc 600 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment. When the erroneous results were discovered, the customer assayed the patient sample on the other unicel dxc 600 pro synchron chemistry analyzer in the laboratory. These patient sample results were interpreted to be correct and were reported out of the laboratory. The customer reported observing autogloss solution leaking from the cap piercer in the analyzer. Autogloss is a non-hazardous solution. The customer was wearing personal protective equipment (ppe -- lab coat and gloves) at the time of discovering the leak. There was no exposure to the customer and no reported injury. The customer reported having the material safety data sheet (msds) for autogloss. The customer reported having a hazard management plan in place for the facility.